Event description:
Pt called alleging that meter has a clean test area message and has been unable to obtain a bg reading. Pt contacted md for medical advice. Pt was unable/unwilling to answer if they received any treatment from the md. Customer service was unable to resolve the issue and sent pt a replacement meter.